Event description:
The consumer reported four (4) false positive results with the binaxnow covid-19 antigen self-test on separate dates. This report is for test result four (4) of four (4). The consumer tested positive with the binaxnow covid-19 antigen self-test on (B)(6) 2022. Confirmation testing was performed (ihealth test) on (B)(6) 2022 which generated a negative result. No additional information including patient health status or outcome was provided.

Manufacturer narrative:
Investigation summary: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference related MFR. Report numbers: 1221359-2022-03464 through 1221359-2022-03466.